Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronic assembly. Unable to verify the failed battery or button error alarms due to the blank display anomaly. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the displacement test due to the blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.